Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This product is registered as a combination product.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the left ventricular lead exhibiting loss of capture. Programming interventions were made to deactivate the lead. There were no patient consequences reported.